Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 08-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement procedure using the transcatheter aortic valve evfxplus-29 in a patient with calcified anatomy, the valve was initially positioned at a depth of 3 millimeters on the non-coronary cusp (ncc) and 2 millimeters on the left coronary cusp (lcc). Upon release, the valve appeared constrained, possibly due to calcified anatomy. A possible interaction with the nose cone and the outflow portion of the valve was noted during withdrawal of the delivery catheter system (dcs). Subsequently, the valve dislodged above the annulus. The dislodge was confirmed by a contrast imaging and a severe paravalvular leak was noted as a result. The first valve was snared and repositioned above the sinotubular junction, but below the head vessels. A second evolutfx+ valve was successfully implanted in the aortic position.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transfemoral artery was used as the access site, a pre-implant balloon aortic valvuloplasty was not performed, and a non-medtronic guidewire was used during the procedure. The valve was implanted in the patient's native annulus, and cuspal overlap technique was used. The valve was deployed slowly, and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to possible dcs interaction with the outflow crowns of the valve.